Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for evaluation; therefore, the complaint is not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when you pull or put pressure on the camera head cord, it cuts out or shuts down. The issue was noted during preparation for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when you pull or put pressure on the camera head cord, it cuts out or shuts down. The issue was noted during preparation for an unknown procedure. There were no reports of patient harm associated with the event.